Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and ¿when I opened the left capsule there was a small amount of fluid". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, g.1, h.6reason for reoperation: rupture.